Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2015. At which time, the patient's scs ipg was explanted and replaced being positioned in a different ipg pocket. Prior to explant, the patient had reportedly experienced communication issues between her scs ipg and charger. Multiple chargers were used to attempt to establish communication to no avail. Following surgical intervention, the patient's issues have reportedly resolved.

Event description:
It was reported, the patient is experiencing discomfort at her scs ipg site while lying down. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.